Event description:
A customer alleged that during inservicing of two sterrad nx sterilizers, a hospital employee stated she noticed there was a "fog" in the sterrad room. There was no reports of pt injury.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse could not duplicate problem. Fse ran both involved units with the vacuum pump on. Inspected for oil mist from filter and rear fan area. Could not see or smell oil from unit. System meets MFR's specs. This is one of two 3500a reports being submitted. Please reference MFR report number: 2084725-2009-00527.